Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete system check with tandem system support. Customer reported using aspart insulin. Tandem customer technical support informed customer that aspart is off label per the user guide. Customer successfully resumed insulin. Customer's blood glucose was 124 mg/dl.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer declined completing the system check. Customer successfully resumed insulin. Customer's blood glucose was 124 mg/dl at the time of event.

Manufacturer narrative:
B5, h6 add (67 evaluation conclusion); h6 remove (61 evaluation conclusion).